Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Hospital. (B)(6) united states (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during laparoscopic bilateral tubal ligation, mid-urethral sling placement and cystoscopy procedures performed on (B)(6) 2011, for the treatment of stress urinary incontinence. At the time of diagnostic laparoscopy, the patient was found to have a normal-appearing uterus, tubes and ovaries. No intra-abdominal pathology was noted. Furthermore, the patient tolerated the procedure well and was recovering well in the recovery room. As reported by the patient's attorney, the patient has experienced an unspecified injury.